Event description:
It was reported that the ventilator could not be used in high flow therapy (hft) setting and that there was a navigation ring issue. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer was advised that a field service engineer could schedule repair for the device and was offered support from philips clinical staff if needed. The customer indicated that if assistance was required, they would follow up. Technical support contacted the customer multiple times with no response from the customer. Multiple attempts were made to obtain additional information on repair and or service of the device and have been unsuccessful. If additional information is provided at a later date, a supplemental report will be submitted.

Event description:
It was reported that the ventilator could not be used in high flow therapy (hft) setting and that there was a navigation ring issue. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer was advised that a field service engineer could schedule repair for the device and was offered support from philips clinical staff if needed. The customer indicated that if assistance was required, they would follow up. Technical support contacted the customer multiple times with no response from the customer. Multiple attempts were made to obtain additional information on repair and or service of the device and have been unsuccessful. If additional information is provided at a later date, a supplemental report will be submitted.